Manufacturer narrative:
Approximate age of device: 2 years, 8 months. The manufacturer is attempting to acquire additional information regarding the reported event. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. Information was provided to the manufacturer through their device tracking system indicating that the patient expired. The cause of expiration is noted as "intraparenchymal hemorrhage." No additional information related to this event was received.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported intraparenchymal hemorrhage could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator which indicated that leading up to the reported stroke, the patient was admitted for acute kidney impairment and chest wall pain presumed to be related to lvad neural compression. On (B)(6) 2015, the patient had received intercostal nerve block. The patient was found unresponsive on (B)(6) 2015 with posturing. Cat scan revealed right intraparenchymal hemorrhage. The family did not want an autopsy and the pump was not explanted. Data log files were not available.